Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to touch. Additionally, it was reported that the wake button was intermittently sticking. Customer's blood glucose (bg) ranged from 230 mg/dl to a reading of "high" on the customer's continuous glucose monitor. A correction bolus via the pump was delivered to address bg. Reportedly, the customer reverted to alternate method of insulin therapy.